Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belts messages) has been confirmed. The ECG electrodes were found to be non-functional. Upon investigation, the cable connecting the distribution node (dn) to rear was pulled internally, severing all wires. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.